Event description:
During initial assessment of a homechoice device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on date (B)(6) 2010 during drain cycle 1. The ultrafiltration (uf)'s volume 1668 ml. The programmed fill volume was 500ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device was evaluated and passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test. The assignable cause of the iipv was: insufficient drain. Use error, inappropriate bypass of the initial drain. The results of evaluation and probable cause of the iipv was provided to the phone to the nurse. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. The service history was reviewed and the device has not been previously returned for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up report.